Event description:
A 59-year-old patient was treated for acute myocardial infarction/cardiogenic shock and received hemodynamic support from an impella cp smartassist heart pump. Immediately after the pump was inserted into the left ventricle, a sudden increase in purge pressure and a decrease in purge flow were observed. The values were still within specification and the pump continued to function. The doctor treating her suspected that a thrombus had been sucked in. The heparin dosage was increased. After 42 hours, the impella cp was removed and life support was discontinued due to the patient's poor condition.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the thrombus issue has been completed since the original report was submitted. The device was not returned for investigation. As the necessary information was not provided, the root cause of the thrombus was not determined. Instructions for use for the related event are as follows: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." D.6a and d.6b revised from the initial submission in accordance with updated procedures. G.1 revised manufacturing site fax number from the initial submission in accordance with updated procedures. H.6 codes 4644 and 2964 were reported incorrectly on the previously submitted report. New codes has been added. H.10 additional manufacturer narrative instructions for use were revised from the initial submission in accordance with updated procedures.

Event description:
The patient expired. Upon review by abiomed's medical safety officer, there is not enough information to associate the use of the device with the patient's outcome.